Manufacturer narrative:
Analysis summary: the module operated throughout testing with no discrepancies noted.

Event description:
The device has an unstable refractory period. It is being returned for repair. There was not a pt involved, this was during a test at the office.